Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant of a low voltage lead the stylet could not be passed through the lumen of the lead and became stuck. The lead was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned without the stylet. A 14-58 gray stylet was inserted in the lead and came to an occlusion at 51 cm. There was blood occluding the distal conductor lumen at 51 cm. If information is provided in the future, a supplemental report will be issued.